Manufacturer narrative:
There is no indication that the customer reported complication of bleeding was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed clinical feedback. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that at the end of an ion transbronchial biopsy procedure, when the physician undocked the ion system and cut the endotracheal tube (et) to insert the endobronchial ultrasound (ebus) catheter, there was active bleeding from the et. The lesion biopsied was in the left upper lobe and measured 14mm in size. The physician stated that the blood came out of the lesion area and ended up dripping down into the left lower lobe where excessive clotting had to be suctioned out. The intuitive surgical, inc. (Isi) representative present stated that the bleeding was confirmed to be from the left lower lobe. The patient was extubated after the procedure and was kept hospitalized overnight for observation. Additional information was obtained from the physician and reported as the following: the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the bleeding. The bleeding was caused by the biopsy procedure. The lesion size was 14mm, location was in the left upper lung, and directly on the pleura. Three brush biopsies and five transbronchial biopsies were performed. The bleeding was treated by suctioning the clotted blood. The patient was not on antiplatelets or anticoagulants. The patient was hospitalized overnight and discharged home the next day. The diagnosis obtained is carcinoid tumor. The patient has a history of diabetes and high blood pressure.